Manufacturer narrative:
D9: product received date 23-oct-2024. H3: one device was returned for repair. Service history review found no service record in the last 12 months. Review of event history shows high alarm displayed: cassette not attached properly. Visual and functional testing was performed. The reported problem could not be replicated. Visual inspection found damage/severe bubbling downstream occlusion (dso) seal. The most likely cause of the reported error is dso sensor. The dso sensor and seal were replaced to resolve the issue.

Event description:
It was reported that the device had error: remove and reattach cassette. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.